Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functional testing. The cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the dn. The cause of the test failure was the pulled cable. The cause of the pulled cable was unable to be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cables and wires.

Event description:
During servicing of a (B)(6) male patient's electrode belt which was returned for an unrelated issue, a reportable problem was discovered. The electrode belt had a damaged cable.